Event description:
Sorin reported that this lead was explanted due to dislodgement and the screw kept retracting in the atrium.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation and the deformation of the outer coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.